Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was walking and dislocated. The patient went to hospital and x-rays were taken. All implants were replaced with revision implants. The trunnion was worn down on stem and the head fell off.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem and metal head was reported. Based on the information provided there is no indication or allegation that the trident liner reported in this investigation contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was walking and dislocated. The patient went to hospital and x-rays were taken. All implants were replaced with revision implants. The trunnion was worn down on stem and the head fell off.